Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of a product sample and batch number to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when throwing a capio suture through the ligament the needle tip (bullet) and 1 cm of suture attached to it, separated from the suture. They removed the capio from the patient and the broken off 1 cm and needle part of suture from patient which was easy to retrieve.